Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Additional minor defects found include: physical stress on insertion section; coating deterioration due to chemical stress at insertion section; physical stress and scratch on the universal cord/video cable; glue missing; video connector scratch; scratch on the manipulation part; air leak from cut of the insertion tube; air leak from lg connector. Based on the results of the investigation and device evaluation, it is likely the broken wire was attributed to applied stress or user¿s handling. This event can be detected by following "3.2 inspection of the endoscope" of the instructions for use which state: "inspection of the bending mechanism: inspection for angulation mechanism: 1. Move the up/down angulation lock in the opposite direction of the ¿f¿ mark into the locked position. Then move the up/down angulation control lever in the ¿u¿ direction until it stops. 2. Confirm that the angle of the bending section is roughly stabilized when the up/down angulation control lever is released. 3. Confirm that the bending section returns to its straight (neutral) position when the up/down angulation lock is placed in the free position and the up/down angulation control lever is released." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the angulation became locked and could not disengage due to a broken a-wire, causing the end to come apart and be immobilized. The investigation is ongoing and the definitive root cause cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model enf-vq, rhino-laryngo videoscope to olympus for repair due to a report that the angulation control lever was heavy/hard to turn. Upon inspection and testing of the returned device, it was found that the angulation became locked and could not be disengaged. As this was found during in-house service of the device, there was no patient involvement.